Event description:
It was reported that low ventricular impedance, undersensing, and oversensing were observed. The lead was replaced and no patient complications were reported as a result of this event.